Manufacturer narrative:
Visual analysis of the returned device identified the device was broken and creases were found. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified a striated edge on anterior side due to surgical damage, smooth edge on radius and opening and wear abrasion. Based on the device analysis the final assessment is: a broken end was found, a striated edge on radius due to surgical damage (two striated patterns along the same edge), smooth edge on radius.

Event description:
Physician reported left side rupture and capsular contracture, baker grade IV. A capsulectomy was performed and the device has been explanted.

Manufacturer narrative:
¿Information contained in this record was previously submitted through psr on (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade IV. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side rupture and capsular contracture, baker grade IV. A capsulectomy was performed and the device has been explanted.